Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the physician tried to use the unit had an unknown issue with the patient incurring a serious injury which required intervention.